Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist has reported the removal of a dental implant due to its lack of primary stability. There is no information about implant replacement in the same surgical act. The patient presented bone type iii.